Event description:
During a cardiac arrest mr#(B)(4) attempt was made by team to insert an io. The ezio single use driver from the crash cart was utilized. The driver did not power/drill when the tab was removed and trigger pulled. The ezio mutli use was retrieved from the trauma bay and used successfully. The teleflex rep (B)(6) was contacted and he will be reaching out to his product manufacturer.